Manufacturer narrative:
Immediately following notification, stimwave quality and the tm reviewed events preceding the issue. The patient had a permanent implant procedure performed on (B)(6) 2019, in which one (1) stimq peripheral nerve stimulator (p/n stq4-spr-b0, s/n (B)(4), expiration date: 2021-04-01) was implanted at the right carpal tunnel. The tm confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication. The tm reported that the patient had gone to the physician on (B)(6) 2020 indicating soreness and redness on the location where the device was implanted (right carpal tunnel). When the physician touched the area, the patient felt discomfort. The physician, as a measure of precaution, prescribed antibiotics for one (1) week. Also, the potential migration reported by the physician was confirmed by touch. The physician scheduled a follow-up visit for (B)(6) 2020. On march 3, 2020, the investigator spoke to the tm via telephone call. As per the tm, the patient works extensively with his hands/forearms, performing strenuous work on a daily basis. Tm also mentioned that the patient has very muscular forearms. The patient indicated that he was pleased with the device's performance up until (B)(6) 2020. During the conversation it was confirmed that: there were follow-up appointments scheduled, (B)(6) 2020 but both appointments were cancelled. On (B)(6) 2020, the physician performed a revision where the physician buried the proximal end deeper into the right forearm. According to the tm, the patient is doing great and is content with the performance of the device. The device is performing as intended and with the same settings as originally prescribed. Stimulator migration is a known adverse event for peripheral nerve stimulators that are reduced as far as possible in the product's risk management file. The device did not fail to perform its essential functions. The root cause of the complaint could not be attributed to inability of the device to meet physical, functional, performance, or safety specifications. The root cause of this event is attributed to: the physician did not implant the device deep enough into the right forearm, causing lateral migration of the device. Patient has a very muscular forearm. Patient did not allow enough time to pass post-operation to heal before returning to work. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in the stimwave risk management file.

Event description:
Stimwave quality has investigated this complaint regarding a skin irritation with a potential migration reported to stimwave on (B)(6) 2020, by territory manager (tm).